Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pre-discharge pulse generator interrogation, the atrial lead exhibited loss of capture. X-ray imaging was performed and confirmed that the lead dislodged. The electrophysiologist stated that the patient was in an agitated state after the implant procedure and required sedation and subsequent restraint due to his attempts to disturb the device pocket. This was suspected to be the cause of lead dislodgement. The lead was successfully revised the following day and all proper function was observed. The patient tolerated the procedure well and was in stable condition post procedure.